Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was implanted. During the procedure, after the valve was implanted, the patient developed a complete left bundle branch block. A temporary pacemaker was used to stabilize heart rhythm. It is believed there is a high possibility of complete atrioventricular block. No intervention was performed to treat the heart block. The patient is reported to be stable.

Manufacturer narrative:
An event of complete atrioventricular block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had severe calcification in the annulus and that the patient had valve implanted at a final depth of approximately 3mm. It was also indicated that the patient had a complete right bundle branch block (crbbb) resulted the block risk was high, hypertension, and severe aortic stenosis. Per case details, since the patient had a history of crbbb, there is a high possibility of complete atrioventricular block and pmi indwelling which could have contributed to the heart block reported. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.